Event description:
It was also reported that there was an additional episode of oversensing and noise.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular nst (non-sustained tachycardia)=210 ms average v-cycle on (B)(4)-2010 15:00:03.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was noise and sensing difficulty. The device is still in use. No patient complications have been reported as a result of this event.